Event description:
On (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprosthesis(ibe). A gore® dryseal flex introducer sheath (dsf sheath) was used for access. Reportedly, an attempt was made to embolize the right internal iliac artery, and an angiographic catheter was advanced from the contralateral side; however, cannulation of the right internal iliac artery was difficult, and the attempt was unsuccessful. Angiography revealed a dissection extending from the distal right common iliac artery to the right external iliac artery. The initial plan for coil embolization was abandoned and changed to simple occlusion using stent graft placement. During placement of the ibe device on the left side, a 12fr dryseal sheath was advanced into the left internal iliac artery via a contralateral approach. When attempting to deliver the internal iliac component into the left internal iliac artery, both the delivery catheter and the 12fr dsf sheath were repeatedly pushed back due to severe tortuosity of the vessel. Ultimately, successful delivery and deployment of the stent graft were achieved using the large sheaths telescoping(last) technique with an 18fr dsf sheath. The subsequent procedure proceeded uneventfully, and it was completed without further issues. The patient tolerated the procedure. On (B)(6) 2026, the patient developed multi-organ failure due to shower embolism during the night. Details of additional treatments are unknown. Reportedly, thromboembolization to the liver was confirmed on imaging. On (B)(6) 2026, the patient expired. The physician reported that thrombus from the dissected site on the right side and mural thrombus within the aneurysm might have splattered.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.